Event description:
Per the clinic, the device was explanted (date not reported) due to an unknown reason. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient developed an infection at implant site, skin breakdown, skin necrosis and extrusion of receiver stimulator. Subsequently, the patient was treated with oral antibiotics on (B)(6) 2025 (duration not reported), however, the issue did not resolve. The device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.